Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the server connection failed and unable to find meds via global find. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section a patient identifier a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to find medications via global find. A technical support specialist (tss) disabled the sentinel one on the es application server, but issue persists, and information technology team confirmed wireshark trace indicated a successful stateful connection, suggesting a not a firewall issue. The first three packets were syn/ack exchanges between the devices, with no retransmits observed. The fourth packet from the workstation was a psh, ack, showing the client sent data to the server. The server responded with a rst, indicating it encountered an error and reset the connection. Tss requested to create temporary user account to facilitate testing and assist in assessing the situation more effectively. Finally, tss found that issue was caused by a typo in the web.config file name, which was initially overlooked due to hidden file extensions in windows and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the server connection failed and unable to find meds via global find. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.